Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device internally dumped the energy prior to discharging. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.